Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation presumed that the gap between the plastic cover and the c-body of the distal end glue was due to leakage. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a crack on the objective lens affecting the image. Additionally, a buckle was found at l/t. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
User facility reported that the evis exera ii duodenovideoscope have lens appears fuzzy. There was no patient involvement nor harm or user injury reported due to the event.